Event description:
It was reported that during a lap colon procedure, the clips were dropping out of the device. Used a second like device to complete the case. No pt consequence reported.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.